Event description:
It was reported that the pt's wife called med-el corp last week and said that she thought her husband's device was failing. The pt's ci audiologist called in 2007, to report an internal device failure as evidenced by testing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.